Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-04540. It was reported that a guide wire became separated. The stenosed target lesion was located in a moderately tortuous and severely calcified right coronary artery 4th segment posterior descending. A 330 cm rotawire¿ and wireclip¿ torquer and a 1.75 mm rotalink¿ plus were used for ablation. The lesion was initially ablated with the 1.25 mm burr with no issues. The burr was then removed and was replaced with a 1.75 mm burr. During procedure, it was noted that the 1.75 burr was advanced to the spring tip of the rotawire. It was further observed that the distal 2.2 cm of the rotawire was detached and remained in the right coronary artery 4th segment posterior descending. Snaring was done in an attempt to retrieve the detached portion of the rotawire but was unsuccessful. The physician decided to retain the detached portion of the wire as the may not cause any harm to the patient since it is located at the distal of the right coronary artery. The procedure was completed with this device. There were further patient complications reported and the patient was discharged from the hospital.